Event description:
The customer performed repeated architect c-peptide testing on patient sample and obtained results >24ng/ml although the patient had normal insulin values. The laboratory sent the suspect patient sample to a reference laboratory where a result of 1.55 ng/ml was generated with the immulite c-peptide assay. The lab was concerned about the discrepant patient result, however, there was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.